Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. It was indicated that the battery drawer was contaminated. It was also indicated that the battery drawer cover, upper and lower case halves, high rate cover, control knobs, and six case screws, and both bails were contaminated. It was also indicated that the main cover, ring cover, and ring were missing. The epg was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for trade in. No patient complications have been reported as a result of this event.